Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of discrepant inr results for 1 patient from a coaguchek xs meter serial number (B)(4). The customer tested himself and the result from the meter was 6.7 inr with a fingerstick. The customer tested himself and the repeat result from the meter was 4.9 inr with the same finger. The customer's physician did not believe the results from the meter. The customer's physician stopped his coumadin for that night based on the results from the meter. There was no allegation of an adverse event. There was no medical treatment and the customer was "good". The patient's therapeutic range was 2 - 3 inr. The customer was not anemic, not polycythemic, no heparin, no antiphospholipid antibodies, no lupus, and no direct thrombin inhibitors. The patient has had no changes in diet, no changes in coumadin dose, no illness, no new medications, no bleeding, and no bruising. The customer was taking warfarin for irregular heartbeat and angina. Relevant retention test strips (lot 272164) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable. The customer's returned meter and strips were tested in comparison to a retention meter and masterlot strips. Two human blood samples from warfarin donors and internal reference meters were used.  Donor #1 inr: 2.2 inr; donor #2 inr: 3.2 inr. Donor #1 hct: 47%; donor #2 hct: 54%. Testing results: donor #1: retention meter and masterlot strips: 2.2 inr; donor #1: customer meter and customer strips: 2.1 inr ; donor #2: retention meter and masterlot strips: 3.2 inr; donor #2: customer meter and customer strips: 3.0 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet the specifications. As the customer used the same finger for both tests, this is a potential cause for the issue. Product labeling states that use of the same finger can cause inaccurate results. The investigation was unable to find a definitive root cause.